Event description:
It was reported that 2 bd plastipak¿ luer-lok¿ syringes unit packages had holes in them. The following information was provided by the initial reporter, translated from portuguese: "fab: (B)(6) 2022 reason: 2 unit - hole near the nozzle weld reason: 3 units - presence of foreign matter near the flange".

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: (B)(6) 2023. H6: investigation summary five samples and photos received by our quality team for investigation. Upon visual evaluation, black foreign matter and yellow foreign matter on the plunger are observed. Using magnification of the black foreign matter, the sample was identified to be a piece from the stopper. Unable to identify the yellow substance. No other defects or issues observed. A device history review was performed for the reported lot 2077031 no deviations or non-conformances were identified during the manufacturing process that could have contributed to this issue. Thirty two retained samples from the same lot were evaluated, no holes or openings in the package seal were observed. Further testing was performed, charcoal test which consist of penetrating the charcoal powder into the components to be tested, demonstrating the effectiveness of sterility. No defects found. H3 other text : see h10.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 2 bd plastipak¿ luer-lok¿ syringes unit packages had holes in them. The following information was provided by the initial reporter, translated from portuguese: "fab: (B)(6) 2022. Reason: 2 unit - hole near the nozzle weld. Reason: 3 units - presence of foreign matter near the flange".